Event description:
It was reported that the ilet user experienced elevated blood glucose after breakfast and intentionally entered additional meal announcements without consuming more food. The user was educated on appropriate meal announcements and to allow the ilet to deliver corrections when out of range. Symptoms included hyperglycemia to the 190s mg/dl, followed later by a blood glucose of 78 mg/dl without reported adverse effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem involving improper procedure, and an interaction with the user interface during meal entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.